Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice device, an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 14:08:02. During night drain cycle two, the patient's ultrafiltration reading was 628ml, indicating the home patient (hp) drained 628ml more than their maximum programmed fill volume of 1000ml. No additional information is available.